Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/bilateral/mid pelvis"), genital haemorrhage ("abnormal bleeding (general)") and procedural haemorrhage ("problems that occurred at the time of your essure placement procedure: bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included allergy (allergy: condoms), asthma, bronchitis, gastroesophageal reflux disease, depression, hemorrhoids, hemorrhoid ligation, suprapubic pain and vaginal delivery (2). Previously administered products included for an unreported indication: zoloft and depakote. Concurrent conditions included diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as metoclopramide since (B)(6) 2018 and omeprazole since (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infection (other)"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cardiac disorder ("changes blood or heart, disorder/condition type"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("other injury(ies) or complication please describe: joint pain"), nausea ("nausea") and procedural pain ("problems that occurred at the time of your essure placement procedure : cramping") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (robotic bilateral salpingectomy with essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, rash, bladder disorder, urinary tract disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, arthralgia, weight decreased, nausea and procedural pain outcome was unknown. The reporter considered arthralgia, bladder disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, infection, menorrhagia, nausea, pelvic pain, procedural haemorrhage, procedural pain, rash, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. She did not claim that essure worsened a previously existing injury/condition. Insertion details - left side- 2 trailing coils, right side- 6 trailing coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, fatigue, rashes, joint pain. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received - event ¿injury¿ was replaced with new events:¿ case updated as "incident" from invalid. Abnormal bleeding (general), hormonal changes, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), allergic reaction, infection (other), rashes or skin conditions type: rashes, bladder problems, urinary problems, heart disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, joint pain, weight loss, she did not undergo essure confirmation test, nausea, problems that occurred at the time of your essure placement procedure : cramping, problems that occurred at the time of your essure placement procedure : bleeding ¿were added. Medical history, historical drug, concomitant drugs, reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/bilateral/mid pelvis') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy (allergy: condoms), asthma, bronchitis, gastroesophageal reflux disease, depression, hemorrhoids, hemorrhoid ligation, suprapubic pain, vaginal delivery (2) and pelvic pain female. Previously administered products included for an unreported indication: depakote, ibuprofen, depo-provera and zoloft. Concurrent conditions included diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as metoclopramide since (B)(6) 2018, omeprazole since (B)(6) 2018 and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and migraine ("migraines / headaches"), 1 month 12 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), procedural haemorrhage ("problems that occurred at the time of your essure placement procedure : bleeding"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infection (other)"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cardiac disorder ("changes blood or heart, disorder/condition type"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("other injury(ies) or complication please describe: joint pain"), nausea ("nausea"), procedural pain ("problems that occurred at the time of your essure placement procedure : cramping"), headache ("migraines / headaches") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (robotic bilateral salpingectomy with essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, rash, bladder disorder, urinary tract disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, arthralgia, weight decreased, nausea, procedural pain, headache, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, procedural pain, rash, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Approximate weight at the time of essure placement 145-150 lbs. She did not claim that essure worsened a previously existing injury/condition. Insertion details - left side- 2 trailing coils, right side- 6 trailing coils. Discrepancy noted in removal - no. Date(s) of removal: (B)(6) 2018 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, fatigue, rashes, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: medical record received: medical history, reporter information were added. Ticked significant due to imdrf-FDA synchronization cycle. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/bilateral/mid pelvis'), genital haemorrhage ('abnormal bleeding (general)') and procedural haemorrhage ('problems that occurred at the time of your essure placement procedure : bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included allergy (allergy: condoms), asthma, bronchitis, gastroesophageal reflux disease, depression, hemorrhoids, hemorrhoid ligation, suprapubic pain and vaginal delivery (2). Previously administered products included for an unreported indication: zoloft and depakote. Concurrent conditions included diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as metoclopramide since (B)(6) 2018 and omeprazole since (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infection (other)"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), cardiac disorder ("changes blood or heart, disorder/condition type"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("other injury(ies) or complication please describe: joint pain"), nausea ("nausea"), procedural pain ("problems that occurred at the time of your essure placement procedure : cramping"), headache ("migraines / headaches") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (robotic bilateral salpingectomy with essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, rash, bladder disorder, dysuria, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, arthralgia, weight decreased, nausea, procedural pain, headache and migraine outcome was unknown. The reporter considered arthralgia, bladder disorder, cardiac disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, procedural pain, rash, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Approximate weight at the time of essure placement 145-150 lbs. She did not claim that essure worsened a previously existing injury/condition. Insertion details - left side- 2 trailing coils, right side- 6 trailing coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, fatigue, rashes, joint pain most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: event migraines / headaches was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/bilateral/mid pelvis') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy (allergy: condoms), asthma, bronchitis, gastroesophageal reflux disease, depression, hemorrhoids, hemorrhoid ligation, suprapubic pain and vaginal delivery (2). Previously administered products included for an unreported indication: zoloft and depakote. Concurrent conditions included diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as metoclopramide since (B)(6) 2018, omeprazole since (B)(6) 2018 and sertraline hydrochloride (zoloft). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and migraine ("migraines / headaches"), 1 month 12 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), procedural haemorrhage ("problems that occurred at the time of your essure placement procedure : bleeding"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infection (other)"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cardiac disorder ("changes blood or heart, disorder/condition type"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("other injury(ies) or complication please describe: joint pain"), nausea ("nausea"), procedural pain ("problems that occurred at the time of your essure placement procedure : cramping"), headache ("migraines / headaches") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (robotic bilateral salpingectomy with essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, procedural haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, rash, bladder disorder, urinary tract disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, arthralgia, weight decreased, nausea, procedural pain, headache, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, procedural haemorrhage, procedural pain, rash, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 160 lbs. Approximate weight at the time of essure placement 145-150 lbs. She did not claim that essure worsened a previously existing injury/condition. Insertion details - left side- 2 trailing coils, right side- 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, fatigue, rashes, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Event per pfs: abdominal pain and laboratory data were added. Event she did not undergo essure confirmation test deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.